Manufacturer narrative:
Concomitant medical products: dtma1qq crt-d, implanted: (B)(6) 2017; 6935m62 lead, (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced intermittent diaphragmatic stimulation. The left ventricular (lv) lead was reprogrammed and remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.